Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. This complaint is being reported based on the event of bronchitis treated with antibiotic. According to the complainant, the patient underwent her first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues. Following the procedure on (B)(6) 2013, the patient experienced an exacerbation of her asthma. The patient was treated with a prednisone taper and the event was considered resolved as of (B)(6) 2013. No emergency room visits or hospitalizations occurred as a result of this event. On (B)(6) 2013, the patient was diagnosed with bronchitis with symptoms of cough and wheeze. The patient was treated with prednisone and azithromycin and the event was considered resolved as of (B)(6) 2013. No emergency room visits or hospitalizations occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2013 pre-bronchodilator fev1: 1.82 fev1 % predicted: 114.47 fvc: 2.36 fvc % predicted: 116.26 post-bronchodilator fev1: 1.84 fev1 % predicted: 115.72 fvc: 2.29 fvc % predicted: 112.81

Manufacturer narrative:
(B)(6). Study source: (B)(4) clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Bronchitis is listed in the dfu as a potential adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.